Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated creatinine result for one patient sample. The architect generated an initial creatinine result of (B)(6) and a repeat result of (B)(6). The falsely elevated creatinine result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
False positive result. No consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.